Event description:
It was stated that a lab comparison was performed a few weeks ago and there was a 20 point difference. It was stated a new lab comparison was performed and the device read 155 mg/dl and the lab result was 112 mg/dl. Controls were stated to be in range but values were not provided. A request was made for the return of the suspect device and replacement product was sent.